Manufacturer narrative:
The insulin pump was received no button response due to flattened up button dome switch. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone, the insulin pump wasn't working. Customer was attempting to bolus and the device kept scrolling non-stop and now the device was alarming button error. Customer's blood glucose was 213 mg/dl. Customer's father didn't recall any significant event which may have caused the device to alarm, other than customer was bolusing. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.